Event description:
It was reported that a user inadvertently initiated the fill tubing process while connected to the infusion set during a meal announcement and was guided to disconnect from the body and then complete the fill procedure until drops were observed. No reported symptoms. Outcomes included no impact on health, no alerts or alarms, and successful completion of troubleshooting and education. Investigation included customer service troubleshooting and user education regarding correct fill procedures. Investigation of this case revealed user error related to performing a fill while connected to the infusion set, with no device malfunction and normal function of the infusion set and cartridge after proper steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error.